Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported on the combined inpatient/outpatient oncology unit that the infusions were running slower than intended, generally 10-15ml leftover and at times as much as 30ml leftover. There was patient involvement but unknown if there was patient harm. Following customer follow up, customer stated unable to provide additional information and no products will be returned to bd.